Event description:
It was reported to philips that the device was showing a red x on battery b. The remote service engineer (rse) evaluated with the assistance of the customer and was confirmed. Although the customer declined service and no further information is available, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
H3 other text : customer declined service.

Event description:
It was reported to philips that the device was showing a red x on battery b. There was no patient involvement.